Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported from implant patient registry (ipr), approximately 5 months post transcatheter aortic valve replacement (tavr) with a 29mm sapien 3 valve, the valve was explanted and a surgical valve was implanted.  The reason for the explant is unknown at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Correction to other relevant history. It is to be noted that this adverse event (cardiac fistula) is also reported through the thv/tvt registry. Per medical records, the patient presented with worsening shortness of breath, was found to have significant mitral regurgitation and acute on chronic systolic heart faiure, with ef of 40%.  He also has recurrent coronary artery disease s/p CABG x 2 and an aorto-to- right ventricular outflow tract fistula just above the level of the aortic annulus in the mid-right coronary commissure.  The patient underwent a redo CABG (from aorta to posterior descending artery), mitral valve replacement, aortic valve replacement, and repair and closure of the aorto-rvot fistula. The sapien 3 valve was removed to repair the fistula and replaced with an edwards surgical valve.  The procedures were successful. The hospital course was uncomplicated and the patient was discharged to home on post-operative day 5. The instructions for use (IFU) lists cardiovascular injury that may require intervention (including perforation or dissection of vessels, ventricle, myocardium or valvular structures, annular tear or rupture) as a potential risk associated with the overall tavr procedure. Aorto-cardiac or intra-cardiac fistulas and shunts are relatively rare but can result from endocarditis, tissue trauma or rupture of cardiac aneurysms.  They have been reported as a rare complication following surgical or transcatheter aortic valve replacement.  This type of defect in the cardiac tissues or aortic wall can result from trauma during percutaneous aortic valve implantation, additional in-valve balloon dilation on a heavily calcified native aortic valve, or tissue erosion over time from calcified vegetations or the valve frame. Percutaneous or surgical closure of paraprosthetic leaks may be required to close the communication.  In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The cause of the aorto-cardiac fistulas is unknown, however, may be related to patient/procedural factors not provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.